Event description:
It was reported that after interrogation of the implantable pulse generator (ipg) the physician saw a pop-up window with an error message with the instruction to save the data on the hard drive, however all follow up measurements were ok following normal reset post a power on reset (por.) The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.